Event description:
It was reported that the implant housing had moved from its bed. On (B)(6) 2013, there was a revision surgery to fixate the implant in the implant bed. Since this surgery, there is no hearing sensation on 5 electrode channels. A CT scan has been performed and did not show a full insertion. As per later information received, re-implantation is being considered.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.